Manufacturer narrative:
Service was not dispatched for this event. Replacement reagent was sent to the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak from a crack on synchron lx wash solution cartridge. There was no exposure to uncovered wounds or mucous membranes, and no injury was reported.